Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported that while using the bd vacutainer® acd solution a blood collection tubes, there was foreign matter. No patient impact was reported.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photo from the customer for investigation. Visual examination of the photo was performed and does show brown foreign matter (fm) caused by broken glass tubes. Broken tubes caused the additive to leak out and it dried, causing the appearance of brown fm. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact root cause for the glass breakage could not be determined.

Event description:
Report 2 of 2 it was reported that while using the bd vacutainer® acd solution a blood collection tubes, there was foreign matter. No patient impact was reported.